Event description:
Benzoin tincture used after c-section and resulted in large oozing raised rash all around incision. Mastisol was used in a following surgery with same result. Can provide picture. After surgery suture. Ref report: mw5164238.